Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the material on the connector is peeling. In addition, a crack was identified on the connector and a flickering image. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the plug end of the camera head is peeling and flaking and they are afraid it will flake off during a case. The issue occurred during preparation. There were no reports of patient harm.